Event description:
It was reported that a mitraclip procedure was being performed to treat mitral regurgitation (mr). During the procedure, it was found that the steerable guide catheter (sgc) was unable to curve. A second sgc was used to continue the procedure. However, after that the clip delivery system (cds) was unable to actuate both grippers. The physicians removed the cds to double check the grippers and they were still unable to function correctly. It was decided to abort the procedure. Upon receiving the device, it was noted that there was a break.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported unable to curve sgc was confirmed via device analysis. Additionally, the sgc ¿+¿ cable was observed to be broken. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the investigation determined the observed broken sgc cable resulting in the reported unable to curve sgc to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.